Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had positive dysphotopsia and cloudy vision. The lens was exchanged for an unknown monofocal iol, 4 months and 26 days after the initial implant procedure. Clinical reason was unable to tolerate the lens. Additional information has been requested.